Event description:
It was reported that the patient presented with erythema and pockets of pus exudate at the left anterior chest implantable cardioverter defibrillator (ICD) site. There was wound breakdown at the lateral border and it communicated with the ICD pocket resulting in suspected pseudomonas aeruginosa and citrobacter pocket infection. Swelling of the left pectoralis major muscle is noted, representing myositis. Cultures were taken and antibiotic treatment was necessary. The device was removed, while the right atrial (ra) lead and right ventricular (rv) lead remain implanted. It was noted the patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.